Event description:
Medtronic cryocath was notified of a failure of the valve in the sheath during a cryoablation procedure. No adverse event occurred.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. Visual inspection showed that the shaft was intact with no apparent issues. The reported valve issue was confirmed through testing. The hemostatic valve was leaking when a catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; valve was torn. A field action was initiated in july 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.

Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.